Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to symptoms related to diabetes: frequent urination and dry mouth. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-2). The customer does not know his expected blood glucose test result range. The customer reported having symptoms of frequent urination and dry mouth; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced test result of hi using true metrix go meter. The product is stored according to specification (location undisclosed). The test strip lot manufacturer¿s expiration date is 12/31/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history (only 4 blood tests were performed): (B)(6).

Manufacturer narrative:
Sections with additional information as of 14-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.